Event description:
It was reported that the pump's motor was not running. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case and left plunger case were cracked on the bottom left. Event history log (ehl) showed: motor not running error. Occlusion test was performed and the reported problem was duplicated; due to main pc board was not seated on the extrusion grove (sensor was not aligned with the worm coupling). The root cause of this issue was a result of the customer's impact to the device; the top housing was separated from the base unit due to physical damage causing the main board to lift off the extrusion grove). Action(s) taken to mitigate the reported issue(s): re-assembled and realigned main pc board, power up and performed occlusion test, and all functional testing passed.